Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons are difficult to push. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the ok keypad button was intermittently unresponsive and the up arrow and down arrow keypad buttons were completely unresponsive; the contrast keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.